Event description:
Bilateral subcutaneous mastectomies with simultaneous implants done on 1/80. Explanted 11/91, capsulectomy 3/93. Breasts are encapsulated, hard, painful, asymmetrical. Not ruptured. Rptr has hypothyroid, in lupus, on 12/93, ulcerative colitis, deep vein. On 1/94, thrombosis, pulmonary embolisms, peripheral neuropathy, cognitive impairment.